Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00036).

Manufacturer narrative:
The service provider tested the actual affected device on 11/13/2020. Leaking was observed below the drip chamber. The reported issue was confirmed. The service provider also tested 20 pieces of unused samples from the same lot number on 11/20/2020. The unused samples were returned from the customer. Visual inspection didn't find any damage that would cause any leak. No leakage was detected during the infusion test. The reported issue couldn't be repeated with unused samples. On 11/27/2020, a quality alert was sent to the contract manufactuer to notify them about the complaint.

Manufacturer narrative:
The service provider received the actual affected administration set, and 20 unused sample sets from the customer on 11/09/2020. Currently, zyno medical is waiting for the evaluation results from the service provider.

Event description:
On 10/29/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 10/28/2020, and stated that "an administration set model bx-70071-d lot 1811011 is leaking right below the drip chamber. This is not the first time this has happened. I would estimate this had occurred over 10 times in the last six months." A patient was involved but was not harmed or injured. The device operator was a registered nurse. Medication being infused was unknown. No information was provided for the event date. The contract manufacturer of the affected device is podo xingda (tianjin) medical co., ltd.